Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the patient was to receive 3 units of prbcs over 2 hours each. Infusions were repeatedly interrupted by air-in-tubing alarms, despite no air being found. The writer changed the tubing and pumps multiple times, with co-rns assisting, but the issue persisted. During the 3rd unit, the pump continued to alarm, delaying care and frustrating the patient. The writer consulted transfusion policies and managers, who approved completing the transfusion via gravity with proper checks. The transfusion was completed within 4 hours and was well-tolerated. The writer informed the crn about the difficulties for further action. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. The defect was unable to be confirmed. Corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.